Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar. It was reported that a system stuck closed over a patient. At first the system would not fully close and the site was unable to run a spin of the image acquisition system(ias). The site then tried opening the system but the pendant controls for opening the ias were unresponsive. The site then went through the manual opening procedure. This was occurred intra operatively. There was a reported delay of less than 1 hour and no reported impact to patient outcome. No additional information was provided.

Manufacturer narrative:
No parts have been received by manufacturer for evaluation. B20, d15 codes applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.